Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving baclofen (unknown concentration and dose) via an implantable pump. It was reported at the patients most recent refill there was too much medication in the pump, indicating a pump failure. It had then been decided to proceed to the operating room for exploration and possible replacement. In the operating room they attempted to access the pump and 5 ml of yellow fluid aspirated and sent for culture. They then proceeded with the exploration surgery. The incisions were opened up and the old pump was removed from the pocket. There had been no evidence of infection or seroma and the gram stain resulted with no white blood cells or bacteria. They then attempted to aspirate the pump and no cerebrospinal fluid could be aspirated indicating a catheter obstruction. At this time the old pump was disconnected from the catheter and the proximal catheter had been cut. The then dissected the spinal segment and cut approximately7 cm from the fascia. There was then brisk cerebrospinal fluid flow indicating the obstruction occurred distal of where they cut the catheter. They then attempted to remove the abdominal portion however the catheter broke leaving a portion abandoned. A new catheter was then attached to the pump and implanted without issue.

Manufacturer narrative:
Continuation of d10: product ID: 8709, lot/serial# (B)(6), implanted: (B)(6) 2002, explanted: (B)(6) 2024, product type: catheter. Product ID: 8578, lot/serial# (B)(6), implanted: (B)(6) 2013, explanted: (B)(6) 2024, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), UDI#: (B)(4); product ID: 8578, serial/lot #: (B)(6), ubd: 05-oct-2014, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received determined that this event was previously reported in manufacturer¿s report number 2182207-2024-03910. Any additional information received regarding the event will be reported in 2182207-2024-03910.